Manufacturer narrative:
The buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.

Manufacturer narrative:
Patient information and date of event requested .

Event description:
The customer reported the backup alarm failed (1104). No patient harm reported.